Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The proximal portion of the right atrial (ra) lead was returned to the manufacturer after being explanted and subsequently tested out of specification during manufacturer's analysis.  No patient complications have been reported as a result of this event.